Manufacturer narrative:
H3: product analysis of part # 6550202 - visual inspection confirmed the fns tip is stuck in the bone screw due to the dried cement. The leakage likely resulted from a failed attempt to deliver the cement into the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2-s1 posterior fixation, l2/3/4pps and l5/s1 openly intermuscular approach s2 for l4 compression fracture. It was reported that the tip could not be removed as the delivery guide could not be turned. When the area around the head was checked, there was a cement leak around the head. When attempting to grasp and remove the remaining guide tip with a kocher clamp, cement leakage was observed around the head of the left l3 as well, and the guide tip could not be removed. The screw was removed using counter torque. The sv56 cnmas screw was replaced. There was a delay of less than 60 minutes in the overall procedure time. There were no patient symptoms reported. There were no further complications reported regarding the event.